Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the brake on the motor gearbox went bad, dealer states it is not releasing.